Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062912. The device involved in the event was discarded and not returned; therefore, a return sample evaluation is unable to be performed. A buried bumper is a known complication of a peg tube placement. Health effect clinical code of 4581 was chosen to capture the event of buried bumper. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2022 a patient in italy underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2023 during a remote visit, a nurse noted that the patient was unable to mobilize the peg tube inward, an erosive lesion was adjacent to the stoma, and presence of a fistula which caused liquids to escape outside of the stoma during washings. Later, the patient was diagnosed with buried bumper syndrome and the peg tube was removed with duodopa therapy switched to oral.